Event description:
On (B)(6) 2012, the patient's mom was concerned her daughter's blood glucose was erratic ranging 40-50 mg/dl and 300-400 mg/dl for the past 2 weeks. Reportedly, when the patient's blood glucose was low, she had symptoms of sweaty and shaky and when elevated, she experienced stomach issues. The patient was not available for extensive troubleshooting during time of the initial phone call. Animas made several attempts to reach the patient but was not successful. It is not known what caused the patient's blood glucose excursion. This complaint is being reported because the patient had blood glucose excursion and symptoms that can be suggestive of acute complication of diabetes while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be peeling around the ok button. All buttons were found to respond to button presses. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.